Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision procedure as one of the anterolateral distal tibial titanium (ti) one-third tubular plate with collar was broken. The plate was removed and the new surgery was completed successfully. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) ti one-third tubular plate with collar 10 holes/121mm this is report 1 of 1 for (B)(4).